Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. Further, during the generator change it was noted that this ra lead was fractured that opted the physician to surgically abandoned the ra lead and replaced a new lead. No additional adverse patient effects were reported.